Manufacturer narrative:
(B) (4). (B) (4). Device#1: part# 12673-03, lot# 85035-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle to cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was attempted with the same results. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.